Event description:
Mako power continually fails verification step mako offset reamer has a small screw missing case type / application: tha 4.1

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.